Event description:
Pt reported that their one touch ultra meter had a port issue where the test strips were peeling off when inserted in to the meter. This issue was not resolved with troubleshooting. There is no adverse event or medical intervention reported. Meter was replaced. No further clinical info was provided.